Event description:
It was reported there was premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impendence resulted in eri. Eri caused by premature depletion noted on (B)(4) 2011 prior to explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. The actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impendence resulted in elective replacement indicator (eri). Eri caused by premature depletion noted on (B)(4) 2011 prior to explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.